Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2008 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2008. The physician corrected the settings; however, the magnet output current was not corrected or programmed off. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.